Event description:
It was reported that deflation failure occurred and the patient later died. The patient presented with st-elevation myocardial infarction. The target lesion was located in the proximal left anterior descending artery (lad). A 3.00 x 48 mm synergy xd drug-eluting stent was advanced for treatment. However, post deployment, the balloon would not deflate after 30-60 seconds. Re-inflation attempts followed by de-inflation attempts were made. The patient experienced chest pain and the device was removed along with the guide catheter and guidewire. The patient was stable post procedure with a non-boston scientific heart pump implanted. The patient subsequently died of unknown cause sometime during the next two days.

Manufacturer narrative:
B2 date of death: either (B)(6) or (B)(6) 2025 as it was reported the patient 'died over the weekend'.

Manufacturer narrative:
B2 date of death: either (B)(6) 2025 as it was reported the patient 'died over the weekend'.

Event description:
It was reported that deflation failure occurred and the patient later died. The patient presented with st-elevation myocardial infarction. The target lesion was located in the proximal left anterior descending artery (lad). A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, post deployment, the balloon would not deflate after 30-60 seconds. Re-inflation attempts followed by de-inflation attempts were made. The patient experienced chest pain and the device was removed along with the guide catheter and guidewire. The patient was stable post procedure with a non-boston scientific heart pump implanted. The patient subsequently died of unknown cause sometime during the next two days. It was further reported that this event was already reported in emdr 2124215-2025-27611.